Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the mildly calcified left common femoral artery, using the pre-close technique, via a 6f sheath hole, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture from a prostyle device was successfully pre-placed with no issues; however, with the second device, the footplate would not close. The device became stuck in the patient anatomy and a cutdown was performed to remove the device. Hemostasis was achieved via the cutdown. There was no reported adverse patient sequela. The tavi was cancelled due to the device issue requiring a cutdown; therefore, there was a clinically significant delay in the procedure, causing significant impact to the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.